Event description:
It was reported that the physician was concerned about perforations and dislodgements occurring with this model type. Physician noted other incidences of perforation and dislodgement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).